Event description:
It was reported to technical services on (B)(6) 2012, that this ra lead has impedances >2000 ohms with noise. Also, noted inappropriate atrs stored due to noise. Noise on presenting egm is with patient just sitting in chair. Asked when most of the atrs have been stored and 1st on stored on (B)(6) 2012 and has had total of 1 o events, most are between 1 oam and 11 pm. Impedance has been variable for past several months, but> 2000 ohms today. Asked if patient had any trauma or other procedures has had nothing that he can recall. Asked if patient had any symptoms associated with noise and / or impedance changes and has not - was in for routine f/u. Dr. (B)(6) is seeing patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).